Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
States that the bed end will go up but when she puts her feet on it the foot section goes down.